Event description:
Pt was taking an unspecified medication for treatment of an unknown indication in 2005, the humapen ergo teal/clear (lot number unknown) was reported to have both engagement tabs broken. This humapen ergo, teal/clear complaint is associated with cid00359985. The operator of the device was unk. It is unknown if the operator was trained. It is unknown how long the device had been used. The return of the device is anticipated. It was unknown if the humapen ergo teal/ clear was continued. Attempted to find lot number: information unknown.

Event description:
A 66 years old male pt took humulin insulin isophane suspension 70%/human regular insulin 30% (humulin m3) the pt's wife also mentioned that he could not walk well and an ambulance should take him to the dr to change the pen. No further info was reported regarding the event.